Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was a communication error between the drivetrain motor and the processor board. Upon visual inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The clutch plate was deburred to remedy the problem. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The autopulse platform was manufactured in 2019. The archive data indicated system error 132 (internal watchdog timeout), thus confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering on, thus confirming the customer's reported complaint. The system error was cleared using apvision3 software during the device evaluation performed at zoll. During further testing, the system error did not occur again. Nevertheless, the software was reinstalled, and the connectors on the processor board were checked as a preventive precautionary measure. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR." No patient involvement.